Manufacturer narrative:
No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. It was reported in the complaint that an onsite inspection took place and discovered that the reported event was caused by the uninterruptible power supply (ups). Since the system is no longer manufactured, the site has not decided on whether or not to upgrade to a new system. Product was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the navigation system was powered on but did not start. An attempt was made to start the system again but it powered off while data was being imported. The system was restarted once again and then used without any issues. The procedure was completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.